Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID # 4086.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 15mm in length, 95% stenotic, and located in the left circumflex artery (lcx) with an additional lesion located in the left coronary artery (lca). Using radial access, both lesions were pre-treated with balloon angioplasty. After multiple attempts the physician successfully advanced a csi viperwire guide wire across the lesion in the lcx and the oad was loaded onto it. The physician performed two runs at low speed, but during the 2nd run, the oad bogged down in the vessel. The physician then removed the oad and identified a perforation via angiography. The physician performed balloon angioplasty and followed-up with stent deployment in an attempt to resolve the perforation. The physician then accessed the lcx via the right femoral artery. Additional balloon angioplasty and stent placement was performed to further treat the lesion and resolve the perforation. The patient left the procedure in stable condition.